Manufacturer narrative:
Results: motion interrupt pan, load cell.

Event description:
It was reported by service report that the bed was missing its motion interrupt pan. It was further reported there was a bad load cell. No pt involvement or adverse consequences are reported.